Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon polymer filling of the aortic body stent graft, the primary sealing ring appeared compressed and in-folded due to the aortic body stent graft size with a larger diameter than the vessel treatment range. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. A balloon expandable stent was advanced to the seal zone, and after inflation of the balloon, the patient's blood pressure was observed to have dropped and extravasation of the vessel was observed distal to the left renal artery indicative of an aortic rupture. Three aortic cuffs, one of which was placed to intentionally cover the left renal artery, and two covered balloon expandable stents were implanted at the level of the seal zone and the location of the rupture successfully resolving the type ia endoleak and aortic rupture. The patient subsequently expired three days following the implant procedure.

Manufacturer narrative:
Device remains implanted.